Event description:
The manufacturer received information alleging a trilogy 202 ventilator inoperative (communication issue, unable to start the calibration because we cannot connect to the software) condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error codes (proximal pressure drifted high, low flow, communication between host and obm was lost) were found in the ventilator's downloaded error log. Calibration was performed on the device but did not fix the issues. The technician recommends replacing the sensor board and oxygen blending module board to address the issue. Additional findings: keypad is damaged, pollen filter and maintenance label must be replaced due to preventive maintenance, oxygen blending module closure is chipped, cable retainer and whisper cap are missing.